Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign matter was identified as histoacryl, but a further cause could not be established as to why it had remained on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter (histoacryl) at the distal end, a-rubber (bending section cover), and cover (plastic distal end cover). There was no patient involvement.